Manufacturer narrative:
Based on the claim against the product by the customer noting the tip of the maryland bipolar forceps instrument was broken and fell into the patient¿s cavity, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.161" x 0.592" was found to be broken off. The broken piece was not returned along with the instrument. Additional observation of the instrument found a broken molded insulator. A piece about 0.161" x 0.384" was found to be broken off. The broken piece was not returned along with the instrument. The complaint regarding damaged tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. In addition, the following information was obtained: the procedure being performed on the date of the event was a nephroureterectomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) completed further evaluation on the maryland bipolar forceps instrument involved with this complaint. Advanced failure analysis confirmed the initial findings. The instrument was found to have a broken grip-tip which was not returned, and also exhibited a broken molded insulator. The root cause for both failure modes is typically attributed to mishandling/misuse, and can occur if excessive force is applied to the grip tips. No additional findings were noted.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken tip with a fragment fall, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned, but it has not been received as of the date of this report. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Based on the information available at this time, this is being classified as a reportable event due to the following conclusion: it was alleged that the tip of the maryland bipolar forceps instrument broke and fell inside the patient during a da vinci-assisted procedure. The fragment was retrieved during the same procedure. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the tip of the maryland bipolar forceps instrument was damaged, and a fragment fell. The fragment fell into the patient¿s cavity and was retrieved during the same procedure. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. During the procedure, the instrument broke while being used for dissecting. The fragment was retrieved during same procedure and confirmed with visual inspection. Additional surgical procedure and post-operative tests were not performed. The surgeon did not notice any issues with the functionality of the instrument. The fragment(s) did not fall inside the patient during an instrument tip or accessory collision. In addition, the instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The patient had no injury or harm and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was unknown what caused the breakage to occur.